Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired successfully with the dexcom app but failed to pair with the ilet, consistent with an intermittent communication failure associated with the device¿s antenna/electromagnetic communication component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem found despite the reported pairing issue, which aligned with an intermittent communication failure at the antenna/electrical-magnetic interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.